Event description:
On (B)(6) 2021, it was reported by a sales representative via e-mail that a ar-2323bcm suture anchor broke. This occurred on (B)(6) 2021 during a procedure when the surgeon was inserting the anchor the biocomposite section of the anchor broke. The bone quality of the patient was good, but not extremely hard. There was no patient effect reported. Additional information requested. Additional information provided on 12/01/2021 : the procedure being performed was a rotator cuff. The device broke during the procedure, and all fragments were removed. No instrument was used to prepare the bone socket as the 2323bcm is self punching. The case was completed using a ar-2323bct-2.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.